Event description:
Information received states that a patient who was implanted with elevate graft at her 6 week follow-up visit on (B) (6) 2009 was experiencing stress urinary with activities, an urodynamics study was arranged. Additional information received on 8/21/09 states that patient was still experiencing stress urinary incontinence. A surgery was scheduled to implant tvt. On 8/04/09, physician reported that her sui was resolved.